Event description:
Customer states during use on a patient at hospital, he customer confirmed the cuff was torn. Customer confirmed no patient harm. Caller could not confirm if pretesting was performed. No further detailed info was given.

Manufacturer narrative:
Sample is currently in transit to the manufacturing site for analysis.